Event description:
A peritoneal dialysis (pd) patient reported that during drain 4 of pd treatment there was an air detected in cassette warning and when removing the cassette at treatment complete a fluid leak was discovered. There was fluid found in the pump module and also on the external part of the cassette. In a follow up, the patient verified there was no harm, intervention or adverse event associated with the fluid leak event. The patient resumed using the cycler the day after the event and has had no further problems.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.